Event description:
It was reported that the ilet pump¿s touchscreen was cracked and the patient did not recall how the damage occurred; the device remained functional but was no longer watertight, and a replacement was arranged. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included continued device use until replacement, guidance to back up therapy as needed, and data synchronization to the mobile app prior to return, with the understanding that setup on the replacement would be required. Investigation included remote troubleshooting and education, verification of shipping and return logistics, and instruction on proper shutdown to avoid alerts. Investigation of this case revealed physical damage to the touchscreen consistent with a broken display component; no device alarms or malfunctions were reported aside from loss of water resistance. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage not associated with a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.